Event description:
It was reported when the pump was replaced in 2008 the patient became very sick at discharge and was hospitalized. The patient was seen at an intensive care unit facility and afterward went to rehabilitation to build his strength. It was not sure if the reason was either high or low sodium. Everything was ¿working great¿ and no alarms were heard on the date of this report. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).